Event description:
A patient undergoing transcatheter intervention for revascularization of blocked coronary artery. Taxus express2 monorail-paclitaxel-eluting coronary stent system 3.5mm x 24mm used. The stent was being inserted and became stuck in the vessel and could not be pulled back. The physician thought the patient would have to be sent for surgical intervention. Finally, the physician was able complete the procedure using another taxus express2 monorail-paclitaxel-eluting coronary stent system.